Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is dead. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the engine was not working at all. Customer called to report that he has a pump and the motor was not working. Customer does not have pump on hand and is not able to provide any other information. The insulin pump will not be returned for analysis.